Event description:
It was reported that when using the bd pyxis¿ medbank tower had a user was unable to issue medication. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system approved the medication but couldn¿t be issued and issue button disappeared when tapped. A technical support specialist (tss) assisted the customer with logging out of the system and then logging back in. The customer confirmed that they were able to successfully log in after the assistance. The system functioned as intended after the technical support specialist troubleshot the device.